Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the tip of the catheter looked sharp. After flushing the catheter the device was observed and it was noted there appeared to be a little sharp piece of plastic on the tip of the device. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is expected to be returned for analysis.